Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebr1223 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient was admitted to hospital on (B)(6) 2020 due to cerebral hernia as a result of head injury. At 15:00, catheter placement was performed, with 37 cm placed internally and another 6 cm exposed externally. At 9:00, (B)(6), a nurse observed rupture at joint between catheter and fitting (rupture externally).